Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.this MDR was submitted on (B)(6) 2011; however, due to failure to receive ack1, 2, or 3, this MDR is being resubmitted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: multiple cycles advanced to fill when slow/no flow occurred above the minimum drain volume threshold. A service history review revealed the previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4109ml during cycle 3.